Manufacturer narrative:
Surgeon indicated in his medical opinion the cause of the infection was most likely via the entrance point and introduced from the skin; the initial source of infection remains undetermined. The implant was successfully removed and the patient will be treated with antibiotics. The patient is doing well.

Event description:
Additional information regarding implant revision.

Event description:
Report of pericoccygeal sinus, index procedure performed on 2013-(B)(6). The surgeon thought the sinus was completely excised from the presacral area, but the patient later presented with some implant subsidence and infection on 2014-(B)(6) (date manufacturer aware). The implant will be removed, revision scheduled for 2014-(B)(6). A follow-up report will be issued.